Event description:
It was reported that there was a system failure with both pumps when using syringes. Reported pump thinks it is empty and the syringe still has drug left enough for several more hours. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms#: (B)(4). A valid lot number was provided; therefore a device history review (DHR) could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.